Event description:
It was reported that the catheter was obstructed due to the twisting of the catheter. It was likely related to residents with some cognitive impairments manipulating this device. End user feedback stated that perhaps a 180-degree turn (vs 360-degree) may lessen the chance of this obstruction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to operator error - tight bundles. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: d, g, f, h the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was obstructed due to the twisting of the catheter. It was likely related to residents with some cognitive impairments manipulating this device. End user feedback stated that perhaps a 180-degree turn (vs 360-degree) may lessen the chance of this obstruction.